Manufacturer narrative:
B2. Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure, and the patient experienced esophageal fistula that resulted in death. A patient died of an esophageal fistula a few days after pulmonary vein isolation with additional roof and posterior line traction. The medical team suspected that the existing aortic valve prosthesis may have become heated during ablation of the posterior wall, which could have caused the fistula to form. However, they are not certain. The patient already had several previous illnesses.

Manufacturer narrative:
Additional information was received on 22-jan-2025. It was reported that the physician's opinion on the cause of death was hemorrhagic shock with upper gastrointestinal bleeding. Esophageal injury was confirmed via transesophageal echocardiogram. As such, the code of hemorrhage/bleeding (e0506) was added to h 6. Health effect - clinical code. Procedural activated clotting time (act) was 300. An ngen generator with qmode plus was used. No error messages during the procedure. Modalities used to prevent esophageal injury were force, impedance and xray. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Irrigation was on automatic. The carto® 3 system did not indicate to re-zero the catheter. The following sections were updated based on the additional information received: concomitant product section and patient information section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).